Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow keypad button was intermittently unresponsive. The reporter noted that the keypad symbols wore worn off and that the battery cap was not secured on the pump. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the rubber keypad was intact. Evaluation revealed that the up and contrast buttons were intermittently unresponsive and required excessive force to elicit a response and the down and ok buttons responded appropriately. There was evidence of contamination found under the all of the contact buttons. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.